Event description:
It was reported that, this pacemaker was found to be in safety mode previous explant due to advisory. Subsequently, the pacemaker was replaced. No additional adverse patient effects were reported.